Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl at total combined of 4.95 mg/day, baclofen total combined of 4.95 mg/day, and morphine at an unknown dose via an implantable pump for spinal pain. The concentrations were unknown. It was reported that since (B)(6) 2015, the patient¿s the patient¿s left leg was the only leg hurting. It was noted that the patient had a pre-existing multiple sclerosis condition. The patient was going in every two weeks for pump increases and refills. The patient was due to be refilled on (B)(6) 2016, and the hcp ¿only filled the patient with 2 and never came back in to the appointment room.¿ in (B)(6) 2016, the patient started seeing a new hcp who said he was not going to refill the pump. The new hcp stated it did not need to be refilled. The new hcp said there was an issue here, and he needed to take all that dye out and see if the ¿pump out or patient¿ had a tear in there. At the end of (B)(6) 2017, the hcp took all the medicine out. The patient had 18 cc left in the pump. The hcp did a dye study and said it was not working. The hcp told the patient he would have not put a second pump in the patient due to the patient¿s pre-existing spinal stenosis, multiple sclerosis, and leg issues. The hcp explanted and removed the entire system at the hospital. In (B)(6) 2017, two weeks after the system removal surgery, the patient got a spinal headache that lasted three days. Spinal fluid was pouring out. Throwing up was noted. It was bandaged. The hcp did a blood patch on the patient, and the patient would go home about two hours afterwards. As soon as the hcp did the blood patch, it resolved all the symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported it was unknown what the ¿not working¿ issue was, and its cause was unknown. The patient¿s legs just hurt even with the pump. It was unknown what the results of the dye study were. The patient¿s weight was unknown. The devices were discarded after explant.